Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by manifested by abdominal pain, decreased appetite, and cloudy effluent. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with cefazolin and fortum (doses, frequencies and routes not reported) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event and treatment with cefazolin and fortum was continued. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) the reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).